Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image was not displayed because communication failure occurred due to corrosion on the electrical contacts of the connector. The event can be [detected/prevented] by following the instructions for use which state:  make sure that the equipment is completely dry before use. Wipe the video connector, including the electrical contacts using clean lint-free cloths. Also confirm that the electrical contacts are completely dry and clean. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿no image, only noisy image¿ was confirmed. The device evaluation found water damage inside of plug unit. Due to water leakage in plug unit, the endoscopic image could not be displayed. The plug unit had corrosion causing the image defect. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd camera head had no image, only noisy image. There were no reports of patient or user harm associated with this event.